Manufacturer narrative:
The device has been returned for analysis; however, the outcome of the analysis is not available at the time of this report. A supplemental report will be filed when additional information becomes available. The instruction manual provides warning and caution statements in an effort to mitigate the risk of patient harm and equipment damage which states, "use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient."

Event description:
It was reported that a thunderbeat handpiece tip broke off into a patient and was retrieved. There was no patient injury. They finished the case successfully with another device of the same type.

Manufacturer narrative:
Device was returned for evaluation. The returned tb-0535fc thunderbeat (lot kr818418) was evaluated due to ¿tip broke off into a patient¿ issue. Visual inspection noted that the device attached to the usg-400/esg-400. Probe check was performed and passed testing. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found no metal exposed, with normal wear and no abnormality observed. Additionally, during the inspection, the distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation, the reported issue was not able to duplicate. The probe at the distal end of the device is still intact.